Event description:
Medtronic received info that this bioprosthetic valve, implanted for 4.5 years, was explanted for an unk reason.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: other, device history review found the product met specifications when released for distribution. Conclusion: other, cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality laboratory, pledgets remained attached to the sewing ring on the inflow adjacent to the non-coronary cusp. All leaflets were stiff due to visible mineralization on the inflow and outflow. Extensive tissue deterioration was noted on all leaflets due to visible mineralization. Moderate to extensive tissue deterioration due to mineralization was noted in all commissures. Glistening off-white pannus remained attached to the sewing ring on the inflow adjacent to the non-coronary and left cusps, to the inflow margin of attachment, into the non-coronary left inferior coaptive area and 1 to 2 mm onto the non-coronary and left cusps. Pannus on the outflow extended along the existing sewing ring, to the backs of the right non-coronary and non-coronary left stent posts extending to/and over the outflow rails adjacent to all cusps. Radiography showed extensive mineralization in all cusps and commissures. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a pt related condition.